Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the ¿image was not displayed¿ due to failure of the charge-coupled device (ccd) and the cable. It was also determined that the failure of ccd and the cable was due to the liquid that entered inside the cable and caused deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed that the subject device was not used for the procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had connection failure as color bars remained after the camera was plugged in. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.